Manufacturer narrative:
Batch review performed on 28 october 2024: lot 2336074: (B)(4) items manufactured and released on 29-jan-2024. Expiration date: 2029-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: batch review performed on 28 october 2024: stem: m-vizion 01.22.402 proximal body ø20mm l 50mm std with holes (k201471) lot 2312600: (B)(4) items manufactured and released on 08-nov-2023. Expiration date: 2028-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain after falling which caused a periprosthetic fracture. The surgeon revised the stem, head, and liner. The surgery was completed successfully. On (B)(6) 2024, the patient came in reporting pain due to a subsided stem. The surgeon revised the stem, head and liner. The surgery was completed successfully. The surgeon thinks that the stem was undersized for the patient.